Event description:
On 12/1/2021 - the incident occured on (B)(6) 2021, however we were not informed until 11/10/2021. The consumer claims part of the product got hot and started smoking. The consumer discarded the product and will be offered a refund.

Manufacturer narrative:
On 12/1/2021 - the consumer discarded the product and accepted a refund. Therefore an investigation will not occur.